Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the right ventricular lead exhibited high pacing impedance and possible lead fracture. Loss of sensing was observed on the bipolar configuration. The lead was explanted and replaced. Patient's condition was stable.